Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 500 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital and treated until released. Troubleshooting was not performed, but insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.